Manufacturer narrative:
Updated describe event or problem. (B)(4).

Event description:
It was further reported that the expired rotawire was used accidently. The device was given to the hospital as a product sample in 2016 and the customer used it without paying attention to the expiry date. There were no deterioration on the seal noted.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The advancer unit and burr unit were received attached together as a single unit with the rotawire from the related complaint in the lumen. The advancer knob was received tightened and in a backward position. The rotawire was successfully removed with no difficulties or issues. Inspection of the device presented no damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03758. It was reported that the burr became stuck on the rotawire. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During the procedure, when the physician wanted to pull out the burr on the rotawire, severe resistance was noted as the burr became stuck on the wire. The brake defeat button worked well and the system was under saline flushing. The burr was then pulled out from the patient's body together with the wire and it was not able to be separated outside patient's body. The procedure was completed with another burr and rotawire. No patient complications were reported and patient's status was stable.